Event description:
During remote monitoring, episodes of loss of capture were observed on the device. In addition, a diagnostic anomaly occurred causing certain electrocardiograms (egms) depicting the event to be missing in the device memory. No intervention was performed at this time. The patient was stable and will continue to be monitored.